Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link needle-free IV connector was involved in a disconnection incident. The reporter stated that they observed an accidental disconnection of the one-link at a luer connection with an unspecified product. This occurred during patient infusion of a chemotherapeutic solution and resulted in leakage. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 1 of 2.